Manufacturer narrative:
The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist who concluded: there was no appreciable equipment malfunction reviewed on the film. The physician did not locate the embolized stent and the patient also had multiple comorbidities. His comorbidities including a previous anterior wall mi, may be the reason why he arrested multiple times in the recovery area and expired the following day due to metabolic acidosis. Additionally, upon further review of provided still images, it could not be confirmed that a partial inflation of the balloon occurred causing the stent strut to become engaged with the tip of the guide catheter thus not allowing it to be completely retracted into said guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the mildly tortuous and moderately calcified lesion causing the reported failure to advance. During removal the device met resistance with the guide catheter causing the reported difficulty to remove. Under fluoroscopy it was reported the proximal stent profile appeared to be partially inflated. The investigation unable to confirm the inflated appearance from the cine review; however, factors that could contribute to a product quality problem (appearance of inflation) include, but are not limited to, incorrect prep, inadvertent accessory device pressure, interaction with anatomy and interaction with accessory support during removal. The device was removed as a unit with the guide catheter and the stent was noted to be dislodged. The dislodged stent was not found in the guide catheter after cutting it open and the dislodged stent was unable to be found using fluoroscopy in the patient. The reported stent dislodgement and patient effects appear to be related to operational context of the procedure as it is likely the reported difficulty to remove due to interaction with the guide catheter in combination with the reported inflated appearance likely caused the stent dislodgement and subsequent patient effect of foreign body in patient. The patient later passed away due to unrelated issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified de novo lesion with a spontaneous coronary artery dissection in the mid left anterior descending artery (lad). The patient developed cardiorespiratory arrest with ventricular fibrillation at recovery. Cardiopulmonary resuscitation was performed three times for about 5-10 minutes each. A non-abbott guide wire was advanced and a 3.5x38mm xience xpedition stent delivery system (sds) was advanced; however, the sds failed to cross the lesion. An attempt to remove the sds was made but the proximal stent profile was trapped in the guide catheter. Under fluoroscopy, it was observed that the stent strut was partially inflated and the whole stent profile look bigger even though no pressure had been applied with the indeflator. It was then decided to pull the whole system out under fluoroscopy. During removal of the whole system, it was observed under fluoroscopy that the stent remained on the sds stuck with the guide catheter. When the whole system was removed out from the patient femoral puncture point, it was noted that the stent was no longer on the sds and had dislodged. The guide catheter was cut apart, but the stent was not found. Under fluoroscopy, the stent was not found inside the introducer sheath. The left coronary system was checked, and the stent could not be seen. It was decided to reattempt using the left femoral puncture assess site and a non-abbott guide wire was advanced into the lad. A 3.5x38mm non-abbott stent was successfully deployed in the proximal to mid lad with no immediate complications. There was a clinically significant delay in the procedure. The next day the patient expired due to metabolic acidosis. The physician confirmed that the use of the xience xpedition did not cause or contribute to the patient's death. No additional information was provided.